Manufacturer narrative:
Zimmer biomet (B)(4). Medical product: acutrak 2 micro screw. Therapy date: (B)(6) 2019. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient was experiencing pain, burning, and shock sensations while using the bone healing system (bhs). The patient uses the bhs device during the day to treat his scaphoid nonunion fracture. The symptoms started a few days after he started treating with the device. The patient says that the pain lasts from 30 minutes to 1 hour. On a scale of 1 to 10, the patient rated the pain as a 7 or 8. The patient described the pain as being below the skin. When the patient removes the bhs device, the pain goes away and he feels electric shocks. The patient did speak to his doctor and was advised that there was bone growth and to continue treating. The patient was sent a new coil to continue treatment. It was reported that no further information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The device was not returned to highridge medical for evaluation. The reported event was unable to be confirmed due to limited information received from the customer. The device history record was reviewed, and no discrepancies related to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Highridge medical will continue to monitor for trend.

Event description:
It was reported by the sales rep that the patient stated he has pain and a burning sensation while he is using the stimulator. The patient uses the stimulator during the day. The patient was using an xl coillette. Antoinette was at the follow up appointment and gave the patient an sflx 1 coil. The doctor did not say anything regarding the pain/burning sensation. The doctor did say there was bone growth and to continue treating with the stimulator. Antoinette also stated that the xl coilette was a put on a little tight by the patient as she could see the indentation. I called the patient regarding the pain/burning sensation. The patient stated that he feels a burning sensation while using the stimulator. It could happen at any time and it stays for a while. Once he takes the coil the pain goes away and he feels like electric shocks. It began after a few days of starting treatment. The pain level is 7 or 8. The pain is below the skin. No additional patient consequences have been reported. The bone healing system (bhs) assembly was not returned for further evaluation.